Manufacturer narrative:
(B)(4). Batch #: u5ap7y. (B)(4). Per photographic evaluation: the picture provided shows the device from a side view. The device appears to be in good visual condition with the anvil attached and the battery pack installed. No direct view of the green checkmark is possible on the picture, however, a pdf file was provided with several pictures attached, on one of the pictures a green check light is visible. Based on the photo the event description is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device was received with staples present and an anvil with an intact washer, confirming that the device was not fired. Upon installation of the battery, the green check mark was illuminated confirming the experience. The device was reset using a reverse battery which enabled the device to fire on a subsequent attempt. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that before an unknown procedure, when the battery was inserted, the green check mark was illuminated although the firing trigger was not pulled. The battery was reinserted twice, but the issue did not improve. Cdh25a was used to complete the case. There were no adverse consequences to the patient. No further information is available.